Event description:
The patient presented with stenosis of the mid sfa. The first gore viabahn endoprosthesis implanted without incident. While deploying the second device, the physician met increased resistance while pulling the deployment line. The device deployed (expanded) approximately .25cm when the deployment halted. The device was recaptured into the sheath and two additional devices were implanted without further incident. There patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification.